Manufacturer narrative:
Immucor technical support assessed the instrument test well images in question using faxed copies of reports received (B)(6) 2016. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 27jul2016 and changed the reagent probe because of the presence of chips on the probe tip. The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected. The immucor laboratory also tested the returned blood sample from the customers site on (B)(6) 2016. The immucor laboratory was unable to reproduce the customer's observations. The donor red blood cells tested negative with anti-b, as expected, and the full abo typing yielded ntd because of the lack of reaction with b reverse typing reagent red blood cells.

Event description:
On (B)(6) 2016, a customer reported an unexpected abo blood grouping mistype when testing a blood sample on a galileo, when tested on (B)(6) 2016.